Event description:
It was reported that, on an unspecified date, the empty lifecare container 100 ml size exhibited some discoloration of the injection port on the container bags. There was also a crusty and whitish appearance on the injection that popped because of the yellow color of the majority of the port. A sample picture was provided showing the discoloration and the crusty whitish. There was unknown patient involvement and unknown human harm.

Manufacturer narrative:
Two images were returned. They showed the additive port and admirative port of an empty lifecare container where the additive port stopper appeared to be degraded. The complaint of discoloration with a crusty whitish appearance can be confirmed based on the returned images. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.